Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an abalation the patient went into cardiopulmonary arrest for an unknown reason. The device was interrogated and it was noted the patient was in a slow ventricular tachycardia (vt). Undersensing of the patient's instrinsic right atrial (ra) rhythm due to the atrial sense event being in refractory was also observed. The atrial ventricular delay was shortend which resolved this issue. It was also noted that the device appropriately treated the patient's arrythmia. The system remains in service and no additional adverse patient effects were reported.